Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation review was performed. The investigation of the complaint articles has shown that: the trial spacers are loaded into the handle (03.812.001) and connect to the applicator knob (03.812.004). The assembled instrument is then inserted into the disc space to determine the best size for the t-pal implant. Technique guide j9931-c instructs the surgeon to start conservatively when trialing. The slap hammer slides onto the applicator to assist in removal of the trial. The main body of the trial was not returned. The quick connect portion of the trial was however returned. The breakage could occur if the security ring of the handle (part# 03.812.001) is pressed forward. In this position, the impact forces required for removal are concentrated on the ball tip. However, there is not enough information as to how this failure may have occurred. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition, this investigation summary is approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: during an l4-s1 lumbar interbody fusion procedure, the surgeon was using the t-pal handle/knob to insert the trial, and the trial became detached from the handle. The trial could not be reattached. A second handle was used to reattach to the trial and the procedure was completed successfully. On the knob the 'button' was stuck in the pushed in position. When pushed on, a small screw dropped out on the back table and the 'button' released. There was no reported surgical delay due to the complained devices, and no harm to the patient. This report is 1 of 1 for (B)(4).